Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This spontaneous case report was received on 13-jan-2014 from a consumer in the united states via the food and drug administration (FDA), the regulatory authority in the united states (FDA case number mw5032587, received at FDA on 04-nov-2013). The report refers to the reporting female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted and experienced muscle pain, swelling of hands, swelling of legs and ankles, stomach is always bloated, bad cramping, headaches starting to be more frequent and more powerful, have no energy, and extremely bad joint pain. Report type was injury. No information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. On (B)(6) 2010, the consumer had essure (fallopian tube occlusion insert) implanted. After having essure in 2010, the consumer had extremely bad join pain, muscle pain, swelling of hands, legs, ankles. Consumer's stomach was bloated and bad cramping. Headaches were starting to be more frequent and more powerful. Consumer had always been energetic and now she had no energy. Consumer felt like a [no age provided] year old and she was only [no age provided]. Follow-up information received on 29-aug-2015 and additional information received on 21-sep-2015 (ptc investigation result). This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0939 and FDA-2014-n-0736-0015). Essure was placed in (B)(6) 2010 after her third child. She started to have problems within a month after procedure; it started with fatigue which she thought it was just from having a newborn, but more serious symptoms started such as horrible joint paint, leg pain, muscle pain, hip pain, pelvic pain, severe cramping everyday, headaches, thinning hair, bloating, back pain, teeth problems, stomach problems, sickness with fever and body aches almost every week. She thought she had lupus or something. Finally, after realizing that the essure coils were probably the culprit of her issues, her doctor decided to perform a partial hysterectomy in (B)(6) 2014 removing her tubes and uterus. After surgery, every single symptom went away and has not returned. Case upgraded to incident. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. A partial hysterectomy was performed. This event was considered serious due to its medical importance and is listed in the reference safety information for essure. In this case, consumer started experiencing this event within a month after essure insertion procedure. Considering the nature of the event and based on a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was upgraded to incident since a surgical intervention was performed. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.